Manufacturer narrative:
Evaluation of the returned velocity revealed that the catheter was kinked in two locations on the mid-shaft. This is likely the reported break. Evaluation also revealed kink on the proximal end near the strain relief. If the device is retracted against resistance, damage such as kinks may occur. The reported tortuous anatomy may have contributed to the resistance. Further evaluation revealed ovalization on the distal catheter shaft. Based on the location of the ovalization, the kinks may have occurred due to retraction at an angle from the rhv. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00282. Section h. Box 10./11. Narrative/corrected. Evaluation of the returned velocity could not confirm the reported event as the returned damage observed on the device did not match the pictures provided by the distributor or the damage described in complaint description. Therefore, the root cause of the reported complaint could not be determined. Evaluation revealed that the catheter was kinked in two locations on the mid-shaft and on the proximal end near the strain relief. Further evaluation revealed ovalization on the distal catheter shaft. If the device is retracted against resistance, damage such as kinks may occur. However, based on the reported event, the damages on the returned device are incidental and the root cause of the damages on the returned device could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), an aspiration catheter, a guidewire, and a stent retriever. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician used the velocity to deliver the guide catheter to the target vessel. After completing the first pass with the aspiration catheter, the physician started to remove the velocity and experienced resistance. Subsequently, the physician noticed that the velocity was broken mid-shaft. Therefore, the velocity and the aspiration catheter were removed together from the patient and were no longer used in the procedure. The procedure was completed using a non-penumbra microcatheter and the same stent. There was no report of an adverse effect to the patient.